Event description:
This lead was capped due to intermittent loss of capture. A competitive lead was implanted instead. No add'l info is available. Should add'l info become available, this event will be updated.